Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. In 2006, the pt was seen by a company rep for device evaluation. Testing performed confirmed the device was not functioning. The pt's device was explanted.